Manufacturer narrative:
Product event summary: the shoulder pack was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. An image was provided that revealed a damaged snap hook at the base of the swivel. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear and/or due to the handling of the unit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hook of a patient¿s shoulder bag came out of its¿ housing. The device was exchanged with no reported patient consequence. A provided picture appears to confirm the reported event. The site indicated that they had discarded the shoulder pack.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hook of a patient¿s shoulder bag came out of its¿ housing. The device was exchanged with no reported patient consequence. A provided picture appears to confirm the reported event. The site indicated that they had discarded the shoulder pack.